Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed. The customer reported that after recovering and restarting the machine, it continued to make a clicking sound. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer arrived on site to address customers issue with tower door 1 triple clicking. Inspected the medstation and found no failures present. Powered down the system and replaced the micro switches on the 8 door tower. Completed final testing in hardware test application (hta), and together with the customer successfully opened the door twice without issue. The system functioned as intended after the field service engineer repaired the device.